Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display due to heavy corrosion and rust just about everywhere inside. Unable to perform the displacement test due to the blank display. Insulin pump received with a crack on the battery tube which extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got broken at the battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis